Manufacturer narrative:
(B)(4).evaluation summary: the hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to the start of a total abdominal hysterectomy, the generator wouldn't perform the test when activated with the buttons on the instrument. Used sutures to complete the case with no pt consequence. Tested the handpiece after the case and it was found that the handpiece had a loose stud and gave an error 5 instrument error with the test tip.